Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during implant of a right ventricular (rv) lead the high voltage coil had high impedance.the rv lead was unplugged, tested with the analyzer, and resinserted the lead. Repeated measurements were taken and the impedance level came down and remained stable. The lead remains in use. No patient complications have been reported as a result of this event.